Manufacturer narrative:
It was claimed that battery switch test failed during pre-use check (puc). In further evaluation of the device's logs it has been found that technical error (te) code indicating power error (the 24v signal is below 21.5v) has occurred from the last passed puc on 23rd april, 2023. Identification of issue has been done by analyzing problem description, device's logs and service report. Battery test failure, on its own, was not the trigger for reporting. This issue is non-safety related. According to service manual for servo-s rev. 07, power failures should be detected during internal test sequence. After occurrence of reported te, new puc has been initiated. Internal test sequence passed and te has not reoccur. Additionally, occurrence of this error has not been mentioned in service report. Therefore, no action has been taken from the technician regarding this error. Recommended actions when reported te occurred are to replace dc/dc & standard connectors pcb or to replace the gas modules (replace one gas module at a time and check that this technical error code will not appear). The issue was decided to be reported based on available information as occurrence of the reported te may lead to stop of ventilation. There was no patient involvement. The root cause could not be established in this case.

Event description:
It was reported that the ventilator failed battery switch test during pre-use check. Furthermore, in provided log files a technical error code indicating a power error was found. There was no patient involvement. Manufacturer's ref. #: (B)(4).